Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's pacemaker was under-sensing due to low atrial amplitudes. No intervention was performed. No patient consequences was reported.